Event description:
The user reported the tip of the catheter separated from the main body while exchanging a wire during a pacemaker lead replacement. The broken part of the wire remained on the wire and was removed from the patient when the wire was removed. The procedure was completed without further incident. No add'l harm or injury reported.

Manufacturer narrative:
Device evaluation: one used device was returned for evaluation. A review of the device history record found no exception documents. The complaint database was reviewed and no similar complaints for this lot number were found. The user did not indicate if this was the initial use of the device. The device was examined visually and under magnification. The complaint was confirmed. The tip of the catheter was separated from the body tubing at the fuse zone. There was evidence of good melt flow at the fuse zone. The edges of the break were very jagged indicating excessive force was applied causing tubing to break. In-process inspection records indicate the samples met or exceeded inspection and force load acceptance criteria for this lot. Merit was unable to determine and exact root cause for the damaged device.